Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma and emphysema. The patient required increased inhaler usage in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-01422 and MDR 2518422-2022-01422-1. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-08592. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-08592. This report was submitted as a duplicate report of the previously submitted report.